Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Customer's other blood glucose value was 52 to 73 mg/dl and 178 mg/dl. Sensor glucose value was 222 mg/dl and 56 mg/dl and 58 mg/dl and 68 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose difference. Customer declined troubleshoot for low blood glucose. The device will not be returned for analysis.